Event description:
It was reported that the pump battery would not charge despite efforts using different outlets and cables. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to try alternative solutions but ultimately decided to replace the pump due to an unresolved charging issue.